Event description:
This lead was impanted on (B)(6) 2007 and was explanted on (B)(6) 2012 for an unknown reason. Th physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).